Event description:
Device 1 of 2. Reference MFR report # 1627487-2015-00027.

Manufacturer narrative:
Device evaluated by manufacturer. Product testing was not performed as the cause of the reported complaint cannot be determined through such means. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2015-00027. It was reported one of the patient's leads had eroded through his scalp. Surgical intervention was undertaken to explant the patient's system.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.